Event description:
Information received with return of the explanted device notes that the patient presented with dizziness and short black-out spells. Holter monitor results noted oversensing. The patient was admitted to the hospital for replacement of the device.